Event description:
On (B)(6) 2014 nsk america corporation was made aware that a pt may have been burned by a nsk electric dental handpiece. The handpiece was received at nsk america on (B)(4) 2014 and returned to the MFR on (B)(4) 2014. A letter was sent the dentist on 12/09/2014 requesting additional info. Receipt was confirmed on (B)(4) /2014. A second letter was sent on 12/30/2014. As of the date of this report no response to any requests for info have been received.